Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address recurrent effusion, particulate debris, and mild osteolysis. The sales rep also became aware that the patient had been previously revised on (B)(6) 2001 in another territory due to poly wear of the insert and patella.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for the pfc*cvd tb ins since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the tibial insert or the patella as the product and lot codes required were provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.